Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 32 mg/dl on the meter and 249 mg/dl on the lab. Thests were done within 10 minutes with a difference of 87%. Patient did not experience any adverse events. No further information has been reported.